Event description:
Procedure type: lap chole. According to the reporter: air leakage occurred from the port during the case. It was found the seal part was partially torn. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. There was no bleeding or no tissue damaged. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B)(4)